Event description:
Patient suffering from severe myocarditis was undergoing percutaneous cardiopulmonary support, a procedure which is contrary to the instructions for use for the subject device. The ac power was disconnected in order to move the patient. Instead of switching to battery power operation, the pump stopped. After approximately 5 minutes, user noticed that the pump was not running, and restarted it. The patient expired three days after this. The hospital has reported that the device malfunction did not contribute to the patient outcome.